Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to related to the pre-existing patient anatomy (severe posterior leaflet tethering with 2 mm coaptation gap). The reported unexpected medical intervention was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. While preparing a second mitraclip, it was visualized that a single leaflet detachment (slda) occurred and the clip is no longer attached to the posterior leaflet. The second mitraclip was then implanted successfully to stabilize the first clip. A third mitraclip was then implanted successfully to further stabilize the first clip and the procedure was discontinued. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays.